Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the proximal portion of the balloon would not deflate. A 50cc syringe was used to successfully deflate the balloon. Reportedly, no pt injury was associated with this event.